Event description:
Treatment of a right unruptured ophthalmic saccular aneurysm measuring 22mm x 5mm. During the pipeline deployment, it was reported that the pipeline would not release from the capture coil. With some manipulation of the marksman catheter, the pipeline released from the capture coil and was implanted in the patient. No injury was reported with the patient as a result of the procedure.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient. (B)(4).

Manufacturer narrative:
(B)(4).